Event description:
It was reported the permanent cautery hook instrument was defective. No other information was provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook (pch) instrument was analyzed and found to have a broken cautery hook at the distal end. The hook has been pulled out of the yaw pulley. The yaw pulley pin was detached but was returned with the instrument. The probable root cause is attributed to damage during use, which may result from inadvertent collisions with other instruments, instruments driven outside the field of view, or using the instrument for suturing. Applying excessive force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal can also cause the hook to break.